Event description:
It was reported that the fan spray/low splash tip was being used with an interpulse handpiece in a total knee arthroplasty when the tip fell off and into the surgical site. The tip was removed by the surgeon and the procedure was completed successfully. Antibiotics were given to the patient via saline bag and oral tablets. The patient was reported to be healing as expected following the procedure.

Event description:
It was reported that the fan spray/low splash tip was being used with an interpulse handpiece in a total knee arthroplasty when the tip fell off and into the surgical site. The tip was removed by the surgeon and the procedure was completed successfully. Antibiotics were given to the patient via saline bag and oral tablets. The patient was reported to be healing as expected following the procedure.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not received.

Manufacturer narrative:
The device is no longer available for evaluation. It is impossible to perform a quality investigation of the reported event without the return of the device. Not available for evaluation.